Event description:
It was reported that insulin leaked from the bottom of the reservoir. No troubleshooting was performed. No other info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.